Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the impedances were listed as greater than 10,000 but were not in use, and the patient stated no complaints. It was reported that the hcp was aware of this issue. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had stopped feeling stimulation and so was trying to charge, but wasn't able to, and saw the reposition antenna screen. The patient was last able to charge on (B)(6) 2019. The patient stated she always charges to 100%, but the past few weeks was unable to get the ins to charge. The patient stated it was hard to get the charging session to start, and if she moved at all she would lose all coupling, and her ins would now not charge. The patient was not able to communicate with the recharger or patient programmer. The patient was issued a new antenna. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the ins was overdischarged. The antenna locate feature was used and the rep was only able to achieve 50. The antenna locate did not restart the battery, so a physician mode reset was used to get the ins charging normally again. The rep cleared the power on reset (por) and the patient was able to charge with 8 coupling bars. It was also reported that the rep checked the impedances and noticed elevated impedances on electrodes that were not being used in the programming. No further complications are anticipated.